Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was scrapped at zoll medical corporation and a replacement unit was sent to the customer. The batteries used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.